Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, an attempt was made to remove a polyp located in the cecum however, once the snare was closed, the polyp was not removed. After several attempts to remove the snare, it was then realized that the snare was stuck to the polyp. While closing the snare again, the snare wire started coming out of the sheath. After several attempts, the snare was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of snare wire failed to cut. Reported event of wire entrapped in patient tissue. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the catheter was torn and the wire was exposed. There was also a kink in the wire. When the device was actuated in retroflex, the loop extended and retracted according to specifications. Electrical testing was performed, and the device passed the resistance test. The complaint that the catheter was torn was confirmed. However, the complaint that the device would not cut was not confirmed. The device condition and the available information indicated that due to procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this event is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, an attempt was made to remove a polyp located in the cecum however, once the snare was closed, the polyp was not removed. After several attempts to remove the snare, it was then realized that the snare was stuck to the polyp. While closing the snare again, the snare wire started coming out of the sheath. After several attempts, the snare was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received june 23, 2014: clarification: "the snare wire started coming out of the sheath" means the sheath tore and the snare wire protruded through the sheath.